Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2018 and an adverse event. The patient stated they were found unresponsive by their neighbor who called the paramedics. When the paramedics arrived, they checked the patient¿s bg with a meter and the meter was displaying 35 mg/dl, compared to the cgm reading of 400 mg/dl. The paramedics administered the patient with 2 bags or d10 and 2 doses of d50. At the time of contact, the patient was in stable condition. No data was provided for evaluation. The complaint confirmation and probable cause could not be determined. No additional event or patient information is available.